Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. Reference internal complaint cc# (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2017, the device "went right through the uterus and bladder". The physician then performed a laparoscopically assisted vaginal hysterectomy. The physician viewed the bladder and noted the bladder was unaffected by the perforation. No other treatment was needed. The "patient was doing fine".